Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: the promus element plus, mr, ous 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink at 42 cm distal to the distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that advancing difficulties were encountered. The moderately stenosed target lesion was located in the non-tortuous and severely calcified left circumflex artery. Following pre-dilatation, a 3.00 x 38mm promus element plus drug-eluting stent was advanced to treat the lesion. However, the device could not be delivered. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.